Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer had not yet reset pump for this malfunction and was instructed to call back for reset. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.